Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they tried to pull the c clamp into the hemopro device to prepare it for use. On the initial attempt it failed to retract into the device properly. It was removed by the circulator in the room and a new device was brought up for use. It was never used on a patient, it malfunctioned prior to use. No patient involvement.

Event description:
Unk.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) a lot history record review was completed for lots 25157227, 25159638, and 25161034 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period.